Event description:
There is no update to original description provided.

Manufacturer narrative:
Additional report created as UDI was incorrectly provided on initial submission of MFR #0002023141-2020-01789. Please see the updated sections below.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that the implant was placed in 2017 at tooth location 30 with initial success and integration. Over the course of two years patient complained of increasing discomfort of area with no clinical evidence of infection except slight inflamed gingival tissue surrounding implant. Peri-implantitis with bone loss and an allergic reaction were indicated.